Manufacturer narrative:
Cylinder performed within specifications. Cylinder performed within specifications.

Manufacturer narrative:
Cylinder performed within specifications. Cylinder performed within specifications.

Event description:
Device was removed from the pt and another device implanted due to broken cylinders.